Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could not duplicate the customer reported problem, the root cause of the issue was unknown; however, a delaminated dso seal was observed during the investigation. A full preventative maintenance was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the customer returned the device stating that the lcd was damaged; during device evaluation it was found that the downstream occlusion (dso) seal was delaminated. Discovered during testing. There was no patient involvement.